Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "catastrophic fracture of a stable metal acetabular component" written by dean n. Papaliodis, md; richard l. Uhl, md; and marc d. Fuchs, md published by orthopedics doi: 10.3928/01477447-20120725-30 was reviewed. The article's purpose was to report on one case report of a (B)(6) year old man with srom system, cup and poly liner that was utilized to replace a fixation. He presented with a 2 year history of worsening right hip pain described as lateral buttock pain with radiation to the groin. The hip was significantly foreshortened with poor range of motion and tenderness to palpation over lateral aspect of the pelvis. Radiographic imaging revealed a fracture the acetabular cup and femoral head component dislocated into the posterolateral ilium. No infection. Patient received revision and intraoperative findings include metallosis with "black, tarry tissue diffusely encompassing more than 40% of the connective tissue surrounding the implant". Synovectomy and debridement of metallosis was performed. The prosthesis had worn through the poly liner and uncemented cup in superior and posterior quadrants with 2 screws still intact. Allografting was performed to damaged acetabulum areas. Stem was left in tact as no defect was found with stem and femoral head and liner were exchanged in conjunction with implantation of a non depuy acetabular cup. Patient's protocol included non weight bearing 2 weeks postoperatively without further complications. Depuy products: srom stem, metal head, poly liner, cementless cup with 2 screws. Adverse event: pain, surgical intervention, dislocation, metallic debris, soft tissue injury, bone injury, fractured cup, head and cup wear, poly wear.